Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was discarded and therefore is not available for a physical evaluation. The reported complaint cannot be confirmed and a root cause the reported device failure cannot be determined. No lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4) - incomplete. Depuy synthes has been informed that the lot number is not available.

Event description:
The sales rep reported via phone that the customer's 4.5 healix advance br 3 suture with orthocord pulled out two months after receiving the implant. The case was completed by removing the anchor and placing a new anchor in the same bone hole during a revision surgery for a quad tendon repair. There were no patient consequences or delays. The device was discarded. Additional information received on 09/20/2017: I would like to clarify that I don't know if the anchor was placed in the same hole. Also, here is the additional information you requested below, -I do not believe soft tissue was damaged. -the issue was detected though a MRI scan, seeing that the screw had pulled out.